Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported that the cycler power cord has a short and requested a replacement. The rn was advised to discontinue the use of their cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the rn confirmed that the cycler powered itself off during treatment with the patient. The power cord was shaken and the power was restored to the cycler. However, the cycler shutdown on its own an additional two more times. The rn believes there was an issue between the power receptacle on the cycler and the power cord itself. The rn did not observe any burning smell, smoke, spark, flame, arcing. The rn did not find any damage on the power cord or any other cycler components. There were no injuries to the patient or user as a result of the malfunction. The replacement cycler has not arrived yet, but the old cycler is available to be picked up.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage due to rear panel damage and power entry module damage. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A pre-accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a system air leak test, valve actuation test, and voltage test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A registered nurse (rn) reported that the cycler power cord has a short and requested a replacement. The rn was advised to discontinue the use of their cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the rn confirmed that the cycler powered itself off during treatment with the patient. The power cord was shaken and the power was restored to the cycler. However, the cycler shutdown on its own an additional two more times. The rn believes there was an issue between the power receptacle on the cycler and the power cord itself. The rn did not observe any burning smell, smoke, spark, flame, arcing. The rn did not find any damage on the power cord or any other cycler components. There were no injuries to the patient or user as a result of the malfunction. The replacement cycler has not arrived yet, but the old cycler is available to be picked up.